Event description:
The patient stated that about three weeks ago her infusion device shut down without warning. She stated she did not receive the a2 (low power pack) or e2 (power pack depleted) alarms. She stated the power pack was in her pump for "probably one month" and she was aware of the recall. She stated she was able to insert a new power pack into her infusion device and it functioned properly. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
H:6 codes: no product will be returned for evaluation.